Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the mildly calcified left common femoral artery was attempted with proglide devices, using a per-close technique, via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. The sutures of the first proglide device were successfully preplaced using the per-close procedure. Reportedly, a cuff miss occurred with the second proglide device. The sutures of a third proglide device were successfully preplaced using the per-close procedure. The sheath was upsized to 14f and the tavr procedure was completed. As the 14f non-abbott procedural sheath was being removed it became stuck in the previously placed iliac stent and pulled the stent toward the arteriotomy. A surgical cut down was performed to remove the displaced stent and remove the 14f sheath. The preplaced proglide sutures were removed surgically during the procedural sheath/stent removal. Hemostasis was achieved surgically. The physician stated that the sutures of the proglide devices had nothing to do with the 14f sheath being stuck in the iliac stent. It was reported that the physician is in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. A cuff miss was confirmed. In addition, analysis found one cuff tab was detached and not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.